Event description:
New information received notes the right ventricular (rv) lead was capped and replaced on (B)(6) 2023 due to inhibition of cardiac pacing due to noise and unintended extra-cardiac stimulation. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023 with dizziness. During examination of leads, it was noted that there was high ventricular rate (hvr) episodes demonstrating over-sensing of noise on the right ventricular (rv) lead. There was inhibition of cardiac pacing on rv lead. Noise could not be reproduced with isometrics. Programming changes were made to the lead. The patient was in stable condition.

Event description:
New information received notes the patient was in stable condition throughout.